Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Reportedly, this issue occurred with multiple cartridges. Supply changes were performed to address the issue. There was no reported adverse impact to the customer's blood glucose level.